Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump had scratched display window and cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.